Manufacturer narrative:
Device evaluated by MFR: unit returned with its original closed pouch. The device presents a crack in its original tray near the rear part of the gauge of the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that product sterility was compromised. An encore balloon catheter inflation device was selected for use. During preparation, it was noticed that the product had cracks in the plastic box rendering the device unsterile. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that product sterility was compromised. An encore balloon catheter inflation device was selected for use. During preparation, it was noticed that the product had cracks in the plastic box rendering the device unsterile. The procedure was completed with another of the same device. No patient complications were reported.